Event description:
Additional information received indicated that the device was reprogrammed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert due to high, out of range high voltage lead impedance. Programming changes and further testing were recommended.